Event description:
The twist drill broke off in the patient's mandible. The remaining portion of the twist drill still resides in the patient's mandible and will not be retrieved. Other portion of twist drill was discarded and will not be returned for evaluation.

Manufacturer narrative:
Device is not available for evaluation. If further information is acquired that adds value to the content of this report and/or a valid conclusion can be drawn, a follow-up report will be sent.